Manufacturer narrative:
The impella pump and data stick were returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant had placed an impella rp flex for support. It was reported that the device failed. Placement signal unreliable along with unable to calculate flows were noted. Flashing yellow triage on the automated impella controller and no waveforms occurred when the pump turned on. The pump was replaced and there was no patient harm.

Manufacturer narrative:
The investigation of optical signal issue has been completed. Placement signal issue: the failure mode was updated from optical signal issue to placement signal issue since the investigation revealed that the dp sensor caused the issue. Clinical details stated that the console alarmed placement signal not reliable (psnr), unable to calculate flows, and had no waveforms when the pump was turned on. The pump was replaced due to this issue. Data log review showed pap out of range at 300 mmhg upon pump connection then stable around 70 mmhg for 2 minutes before drifting to zero and then out of range. There were no abnormalities with the optical parameters during the case. Motor current was stable but flows never appear in the logs. Product was returned and evaluated. The pump had an open electrical line between sensor and an out-of-spec reading of 0.946 mohms for v+/v-. The sensor face and delo around the sensor did not appear to have any abnormalities. The blue pump plug was opened and the dp sensor cable was looped inside, appearing to be kinked and twisted in spots. The bonds on the blue pump plug were intact. The pump was run and had intermittent placement signal and "flow calculation disabled" message. The sensor was electrical tested multiple times while manipulating the catheter, patient cable, and gently moving the dp sensor cable inside the blue handle and the s+/- line remained open. The cause of the placement signal issue was most likely an electrical open since the returned product had an open line in the dp sensor cable and the cable appeared to be kinked and twisted inside the blue pump plug; however, the exact cause of the electrical open was unable to be determined.